Manufacturer narrative:
UDI # (B)(4). The device was returned to manufacturer for evaluation. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The unit was received with the lock having both rotational and lateral movement and a residue buildup was present. The unit needed new components added to replace worn internal parts. The reported complaint was confirmed as the unit would not lock properly.

Event description:
A customer reported that the locking knob of the a1059 mayfield modified skull clamp would not lock. This was discovered during inspection. There was no patient involvement or surgery delay.